Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease.  Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)).  There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In addition to the mechanisms described above, as reported the doctor¿s opinion was the left coronary occlusion was due to chronic atrial fibrillation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), after the deployment of a 23 mm sapien 3 valve by transfemoral approach in aortic position, a drop in blood pressure occurred. Angiographic assessment identified an occlusion of the left coronary tract; therefore, vasoactive and anticoagulant drugs were administered. A coronary angioplasty and an attempt of thrombus aspiration were unsuccessfully performed. The blood flow returned after repeated coronary angioplasties, however, the patient was hemodynamically unstable. For this reason, the patient was admitted to ICU with an intra-aortic balloon pump and high doses of vasoactive drugs. Subsequently, the patient passed away the day after the procedure. As per the doctor¿s opinion, the cause of death was the left coronary occlusion due to chronic atrial fibrillation.